Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked. The cause for the cracked touchscreen was unknown. Reportedly, the pump was still functional. There was no reported impact to customer's blood glucose level.